Event description:
During a thr when dislocating the hip the constraint liner pulled apart. Surgery for tumour in proximal right femur.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. Visual inspection of the photograph indicated that the device was covered in blood from the recent explantation. The constrained liner is in a disassembled state: the uhr bipolar head is detached from the outer acetabular poly liner. There is no additional notable damage to the devices. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during the patient's surgery for a tumor in the proximal right femur "when dislocating the hip the constraint liner pulled apart. [¿] the surgeon preference was for a constrained liner for this patient but had to use mdm due to malfunction of constrained liner." The surgical protocol for the trident constrained acetabular insert, was reviewed and includes detailed step-by-step instructions on the preparation, sizing, trialling and placement of trident constrained acetabular components. The document does not anywhere state that disassembly/dislocation of the factory-preassembled trident constrained acetabular components is acceptable. The document provides instructions for removal of the constrained liner from the shell by destructive means only. The cause of the reported issue is user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
During a thr when dislocating the hip the constraint liner pulled apart. Surgery for tumour in proximal right femur.